Event description:
During the surgical procedure, it was noticed that the bipolar maryland tip forceps instrument was smoking at the side. The instrument was removed and the procedure was continued with another bipolar maryland tip forceps instrument. It was noticed that the cable was broken on the second instrument. The second instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.